Manufacturer narrative:
Follow-up #1: date of submission 10/5/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: battery compartment crack at the threads to the left of the bumper & at case seal below the bumper. Returned battery cap attaches securely to the pump. Unable to duplicate complaint of intermittent power with the returned battery cap. The pump was run on a 24-hr basal program using the test cap with no intermittent power/reboot occurrences. All battery cap contact heights and both battery cap contact widths within specification. Evidence of moisture in battery compartment/on underside of cap; leak test failed due to battery compartment leak. Opened pump; no damage observed to power circuit. Evidence of moisture on vibration motor/contacts/battery canister. Multiple power on reset events observed in pump history.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that there was an intermittent power issue, damage to and moisture ingress into the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.